Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
The components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity are unk. The revision of a tibial component which introduced the use of a 100mm stem extension with a 10mm full block tibial augment seems to indicate a degenerative change in the tibial bone stock. This may have led to loss of fixation of the tibial component which could have contributed to pain alleged by the patient. However, loosening cannot be verified with the info provided. A definitive root cause cannot be determined with the info provided. Evaluation: the device history records have been reviewed, and it appears the lots in question were produced, inspected and packaged within established and validated process parameters. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.